Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection. Reportedly, the patient had a complaint of pain in the left upper extremity that wakes him up from sleep at night. There was also pus at the incision site. However, the patient denied any fever and chills. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was repositioned due to pain around the pocket and was placed subpectorally. The ICD remains in service.